Event description:
Pharmacist reported that a pt was supposed to get ganciclovir 210mg every 12 hrs. The doctor incorrectly ordered ganciclovir 1000mg every 8 hrs. The pt appeared to have gotten one incorrect dose. The nurse charted the administration of ganciclovir 1000mg at 11:27pm. The pharmacist believes that the nurse used a basic infusion, since they have hard max limits and if the nurse had used guardrails, she would have not been able to give that high a dose. The pt was stable; no harm. The pt did require lab work and monitoring due to the event. The pharmacist also stated that the medication was spelled incorrectly in the drug library as "gancyclovir". He has corrected the entry. Pharmacist reported that the devices were not sequestered. The serial numbers are unk. The nurse reported that she tried using guardrails to program the ganciclovir and hit some alerts, so ended up programming the infusion via basic infusion. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The customer's complaint of an incorrect dose delivered could not be confirmed due to the product was not returned for failure investigation. The customer did not record the device serial number so no failure investigation could be performed. No product return is expected. The root cause of the customer's experience was not identified.